Event description:
It was reported that the 9800 sys had a low ma error and intermittent fluoro during a case. The 9800 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The snubber board and x-ray tube were replaced. The generator circuits were re-calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.